Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Home health nurse reported that when the pump is done infusing there is still 50 ml left from overfill. Walked home health care nurse on how to reprogram the pump for a continuous rate of 180ml/hr (last rate on the pump programming sheet) and provided the programming code. Unclear why the excess 50ml so we can replace pump to be safe. Pump serial number and expiration date unknown as not reported. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Device is available for return. No further info. Reported to (B)(6).